Event description:
It was reported that while using bd bactec¿ fx, instrument bottom, packaged 2 false positive results were obtained by the laboratory personnel. A gram stain test was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "it was reported that 2 sets of false positives 4 total vials."

Manufacturer narrative:
H6: investigation summary: a complaint of "false positives" was received against instrument bottom bactec fx, material no: 441386, serial no: (B)(6). This is an unconfirmed complaint because the root cause is due to lab environment. Device history review is not required for this complaint as this complaint does not allege an early life failure or failure at installation and the configuration has changed since release from manufacturing due to service repairs/pms. Bd quality did not receive any returned parts or instrument for investigation. Service history review revealed no previous complaints for this issue. No new risks, trends, or hazards were identified. Bd will continue to closely monitor for trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd bactec¿ fx, instrument bottom, packaged 2 false positive results were obtained by the laboratory personnel. A gram stain test was used to confirm the results as false positives. The customer stated results were not reported out so there was no report of patient impact. The following information was provided by the initial reporter: "it was reported that 2 sets of false positives 4 total vials."